Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had not been getting pain relief in 2017 since an unknown month and day. It was noted the patient did have a fall a couple months ago. Upon interrogation of the battery, it could not "pick up"; there was an inability to interrogate the battery. The ins was explanted. The issue wasn't resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the entire system (including the leads) were explanted. The device information of the other components within the system were unknown. It was noted that the ins was implanted in 2016.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge if information is provided in the future, a supplemental report will be issued.